Event description:
This was the fourth incident noted by nursing staff in the outpatient infusion center. When 5fu is infused through the intravenous "statlock extension tubing", a precipitation occurs. With the fourth pt, it was verified that the pt had not flushed the IV line nor had any other drug or solution been added to the IV line. A rn then tested a new statlock extension tubing set by infusing 5fu into it. Precipitation was again noted.